Event description:
Blood glucose measured 453 mg/dl at 4 pm however had symptoms of low blood glucose. It was stated customer tested on a neighbors meter and the result was 41 mg/dl however then went to the hosp where their meter tested 36 mg/dl with 15 minutes of the original result. Reporter indicated customer was treated with an IV, contents unk, before being released 5 hours later. A request was made for the return of the suspect device and replacement product was sent.